Event description:
The pt was implanted with a left ventricular assist device. Approx 9 months post-implant, the pt expired. No specific details were provided surrounding the death of the pt. Upon requesting info from the hospital, it was reported that the pt expired as a consequence of thrombosis.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.